Event description:
It was reported that after the pump was implanted, the pt was not receiving good pain relief. The pump was not filled to the recommended volume, but when the user did fill it, the problem still existed. Also, the catheter was found to be leaking. The pump was explanted and there were no pt complications.